Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa) evaluation.

Event description:
It was reported that after the robotic portion of a da vinci assisted hysterectomy was completed, the bladder was injured. The injury occurred as the surgeon was vaginally morcellating the uterus. The end portion of the procedure was converted to open surgery, and a urologist assisted with the bladder repair. During follow up with the surgeon, it was confirmed that the issue had nothing to do with a da vinci product, and the patient is doing well. However, no further details on the event were provided.